Manufacturer narrative:
Device not explanted.

Event description:
Summary: a patient underwent ascending aorta and aortic arch replacement on (B)(6) 2018. Open stent graft insertion for type a dissection with aortic valve replacement. A crown cna21 was implanted. There were no complications and the patient was discharged. Follow up on (B)(6) 2018 showed normal valve functionality, and warfarin therapy was stopped. At the end of (B)(6) 2018, the patient presented with fatigue and loss of appetite. Echocardiography showed abnormal aortic valve function. On (B)(6) 2018, upon referral to another site, echo showed a thickened leaflet at the ncc, possibly due to thrombotic deposition. Aortic valve insufficiency was confirmed. The mean pressure gradient was 50 mm hg. The patient's condition deteriorated that night. The patient went into cardiac arrest, and subsequently died. No autopsy will be performed, and the cause of death remains unknown.

Manufacturer narrative:
Based on the document review performed, no manufacturing deficits were identified. However, as the valve was not explanted no further device evaluation can be conducted. Given that the patient's medical history is unknown (specifically the presence or absence of coagulopathy), and no autopsy was performed, it cannot be identified whether the patient's specific clinical condition contributed to this event. Ultimately, the root cause of the event remains unknown. This MDR has already been submitted july 10, 2018 and resubmitted due to missing 3rd acknowledgment.

Event description:
See initial MDR.